Event description:
Pt with barrett's esophagus treated with focal rfa. Data not available regarding concomitant use of anti-platelet agents. Twelve days after treatment, pt had bleeding from upper stomach. Endoscopy showed poor healing after treatment, and no active bleeding. No transfusion or treatment was administered. No further complications have occurred.